Event description:
It was reported that during a routine check in clinic, it was noted that the polarity switch to unipolar pacing/sensing on the atrial lead with low impedance on one occasion. The device was reprogrammed to unipolar, all measurements were within normal parameters. The patient would be followed with normal follow up.

Manufacturer narrative:
(B)(4).